Manufacturer narrative:
The report number is 0039-0111-2014-008. The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "the patient had a small bore central catheter to which the pca tubing was attached. Nurse attempted to disconnect the pca tubing from the central line and the end of the pca tubing broke off inside the lumen of the central line." Upon further query, the following information was provided that indicated breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to the patient's peripherally inserted central catheter (PICC) and was being used to deliver dilaudid 1mg/ml, at an unspecified rate, via an unspecified patient-controlled analgesia (pca) pump. No specific programming parameters were provided. After an unspecified length of time, it was reported that when the nurse was disconnecting the option-lok male adapter from the patient's PICC line, the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the lumen of the PICC line. After an unspecified length of time, the customer contact reported that the patient underwent a procedure in the interventional radiology department for the replacement of the PICC line. At an unspecified time, the tubing set was replaced and the therapy was resumed. The customer contact reported there was no change in the patient's condition and no reported delay of therapy critical to this patient. No additional information was provided.